Event description:
It was reported that intermittent capture was noted on the patient's right atrial (ra) and right ventricular (rv) leads. A chest x-ray was performed, and dislodgement due to twiddler¿s syndrome was noted on both leads. The physician elected to explant and replace the ra and rv leads. The patient condition was stable.